Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high threshold was noted on the atrial lead a day after implant during post-check. On (B)(6) 2019, the lead was repositioned to obtain better threshold. The patient was stable post-procedure.